Event description:
Customer reported during the injection of a radioactive isotope, the maxplus extension set leaks between the connection of the syringe and the valve. When this occurs the lab has to be shut down to be decontaminated. The isotype cones from the distributor in a prefilled syringe. Although requested, no additional patient or event information provided. There was no patient or user harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). The customer indicated that the affected product will not be returned because it was discarded due to the radioactive isotope. Unable to determine the cause of the customer's reported leak.